Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from a meeting presentation from the (B)(6) of encapsulating peritoneal sclerosis (eps) in a patient subsequent to icodextrin therapy for peritoneal dialysis for treatment of end stage renal disease (esrd). On an unreported date, the patient began pd with extraneal for treatment of end stage renal disease (esrd) caused by chronic glomerulonephritis. The patient received pd for approximately 122 months and 7 episodes of peritonitis (cause not reported). On an unreported date, the patient was diagnosed with esp. Diagnosis followed clinical symptoms of abdominal pain, nausea and vomiting (duration not reported). Pd was discontinued and treatment consisted of prednisolone 1 mg/kg and tamoxifen 20 mg. On an unreported date, the patient died, cause of death was not reported.

Manufacturer narrative:
(B)(4). This report is regarding case 1 of the 7 reported peritonitis events for this patient. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Follow up information was received from global pharmacovigilance. The reporter stated that the patient's death was not associated with the encapsulating peritoneal sclerosis. The patient died 3 years after her treatment was switched from pd therapy to hemodialysis. The case of death is related to an infection with candidemia and bacteremia due to an intra-abdominal infection and central line. The author also stated that it is unknown if the previous episodes of peritonitis were related to icodextrin but were related to bacterial staphylococcus species (cns). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.